Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a cervicothoracic fusion surgery on (B)(6) 2006 from vertebrae c6 to t1 levels of the spine using rhbmp2/ acs. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Patient's post-operative period has been marked by a period of improvement, followed by increasing neck pain, and radiculopathy in his upper extremities. Patient continues to experience neck pain, with pain radiating to his shoulders and arms. He experiences difficulty breathing, swallowing, and sleeping, and has to constantly change positions due to pain. These serious injuries prevent patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.